Event description:
It was reported the patient paced aai with no capture. Atrial lead milliamps was turned up and no capture. It was noted that fortunately they had a sinus rhythm at 70 so tried to pace vvi. The ventricular milliamps was turned up and patient had a cardiac arrest. Polymorphic vt (ventricular tachycardia) (torsades). The patient was shocked once with 200 joules and rosc (return of spontaneous circulation). It was also noted no compressions were needed and staff nurse and nurse practitioner were present. Standard als/cals (advanced life support/cardiac surgery advanced life support) protocol was performed. The epg (external pulse generator) was withdrawn from service. Status of the epg is unknown. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event; the device passed incoming functional test and endurance test.

Event description:
The epg (external pulse generator) was returned for service.